Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While the physician was advancing a taxus express2 2.75x12mm drug eluting stent to a lesion in th left anterior descending artery, a portion of the shaft, outside the guide catheter fractured. The guidewire came out and the physician decided to end the procedure at that time. No patient complications occurred. Patient status is satisfactory.